Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual and found sensor electrode bent and out of cannula tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 91 mg/dl and sensor glucose was 43 mg/dl at the time of incident when it triggered threshold suspend. The sensor was returned for analysis.